Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the stapler jammed after (3) staples fired. The surgeon is very familiar with the ems. A new ems was opened to complete the case. There was no consequence to the pt.